Event description:
This is the third of four reports (same product ID (a1059), same product problem, same distributor). Linked to mfg reports: 3004608878-2016-00232, 3004608878-2016-00233, 3004608878-2016-00235. The a1059 mayfield modified skull clamp was being used and after a period of usage the user found that two (2) sets of the a1059 screws had come out of position. The incident was discovered after surgery. There was no patient injury reported and no delay in surgery due to the product problem. A total of four sets of a1059 screws were returned as a result. This set was not used on a patient.

Manufacturer narrative:
Integra has completed their internal investigation on 21 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: engineering was able to partially confirm the complaint. Some of the units were subjected to the block test as per the inspection checklist and the helicoils started to walk out of the ratchets. Device history record reviewed for this product ID under lot code/work order (B)(4) with a total of (B)(4) manufactured on 16-dec-2015 show no abnormalities related to reported incident found. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file for this device. A CAPA has been issued to further investigate the reported failure based around screw came out after a period of usage for this product family. Conclusion: the helicoil displacement issue reported on the returned devices was able to be partially confirmed by integra engineering. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a ¾-16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture.